Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 558 mg/dL. The customer administered a manual insulin injection and went to the emergency room (ER). Additional treatment was not provided in the ER. The customer was released from the ER on the same day. The pump supplies were changed to address the issue. Reportedly, the pump supplies were in use for 4 days. Tandem Technical Support educated customer regarding cartridge/insulin labeling.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.